Manufacturer narrative:
The investigation into the reported event is in process; a follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their harmony ems detached from where installed and was hanging by the wiring. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit. The technician spoke to user facility personnel who stated that there was no patient or user involvement at the time of the reported event. Upon arrival, the technician found that the user facility had already reattached the supply head to the lower tube of their harmony ems. The technician reconnected a dislodged cable, tested the unit, confirmed it to be operating according to specifications, and returned it to service. A root cause of the reported detachment could not be determined. The unit was installed in 2009 making it approximately 15 years old and is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. A steris account manager offered in-service training on proper preventive maintenance activities; however, the user facility declined. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.